Event description:
A caller reported customer receiving a ¿replace sensor¿ error message on the same day of wearing the adc freestyle libre 2 sensor and being unable to obtain readings. It was further reported customer was experiencing symptoms described as lightheaded and shaky. Customer was unable to self-treat due to symptoms and had third-party intervention who provided ¿40 dose of insulin¿ for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.